Event description:
It was reported that damage to the housing surrounding the pump's usb port resulted in a loose connection, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. This resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.